Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to an infection with endocarditis. Reportedly, there was vegetation on the patient's rv lead as well as the mitral valve. No additional adverse patient effects were reported. The rv lead was explanted.